Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial tray at the bone to implant interface. The patient had an attune fb cr size 9 femur, a size 9 attune tibial tray component prior to the release of the s plus, a size 9x7 cr insert and a size 41 patella. The femoral component was well fixed. The surgeon, upon removal of the base plate, pointed to the underside remarking that there was a lack of pockets and that may have contributed to the loosening. The patient was revised to an attune rp with a proximal sleeve and a 110mm stem with a cruciate retaining size 9 x 14 mobile bearing insert. The surgeon participates in dots with depuy clinical orthopedics and usually responds that depuy already has the information. Doi: unknown dor: (B)(6) 2021 right knee.